Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "prominent accommodation folds", "slight peri-implant fluid" , "nodule on lmq (4 o¿clock axis) with probably benign characteristics". The following events are deemed not device related :"simple cysts without contrast enhancement, smaller than 6mm, sparsely located", device has been explanted on the right side.

Event description:
Healthcare professional reported "prominent accommodation folds", "slight peri-implant fluid" , "nodule on lmq (4 o¿clock axis) with probably benign characteristics" and "double capsule". The following events are deemed not device related :"simple cysts without contrast enhancement, smaller than 6mm, sparsely located", device has been explanted on the right side.